Manufacturer narrative:
The returned cable was evaluated. During evaluation, the cable was connected to the returned module and a lab root. Connection was successfully established; however, measurement values are intermittent. When the cable was manipulated the device would display intermittent "no sensor connected" and "high impedance detected" error messages. The failure was isolated to the patient cable. The cable was opened for internal inspection and a foreign contaminant was identified on the sensor connector pins, causing intermittent loss of signal from sensor due to poor electrical connectivity.

Event description:
The customer reported signal cutting in and out. Tracking every 10 minutes. No patient impact or consequences were reported.